Event description:
Information received from the field notes that during a routine follow-up, interrogation was unsuccessful and there was no output or magnet response. The patients intrinsic rate was about 45 bpm. The device had been programmed to atrial and ventricular outputs of 3v, .4ms, and 2.5v, .4ms, respectively. At the previous follow-up, the battery data was 2.59v, 17ua, 10 kohms.